Event description:
It was reported that several episodes of inappropriate ams due to atrial oversensing was observed on a remote transmission. Further review of the episodes shows that the oversensing is likely some kind of electromagnetic interference (emi). The patient was using a machine during a physical therapy visit. No intervention performed. The patient was asymptomatic and was in stable condition.